Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the reported machine on site. The pressure transducer and expiratory channel printed circuit boards (pcbs) have been replaced and sent back for investigation. A new software has been installed after the replacement. The provided device logs confirm the reported issue as the built-up pressure during the pre-use check is higher than the limit. The returned pcbs have been tested in a machine. The machine passed the pre-use check. No abnormal found during ventilation for 2 days. The machine passed another pre-use check after ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref #: (B)(4).